Event description:
It was reported the implantable cardioverter defibrillator (ICD)? Battery voltage is dropping rapidly over time and there was suspected premature battery depletion. The device remains in use and is expected to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the premature battery depletion was suspected as due to high outputs and reactive anti-tachycardia pacing. The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.